Event description:
It was reported to baxter (B)(4) that a flo-gard infusion pump experienced a failure code f-38. It is unknown when this condition occurred. There was no information regarding patient involvement. However, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of failure code f-38 was confirmed. Quality engineering determined that the cause was due to the force sensing resistors being out of specification. The resistors were replaced to resolve the issue. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.